Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available

Event description:
Complaint - device broke post op.

Manufacturer narrative:
It was reported that an ef1 case showing some of the universal joints disconnected. Follow up with confirmed no patient harm related to the complaint. Initially, it was presumed the universal joint failure was due to non-compliance of the patient being weight bearing prematurely. However, in response to this and additional similar complaints, a cross functional meeting was held on april 3, 2025 to further discuss the universal joint disconnection issue. During that meeting, the investigation team identified a subset of the universal joint population that can have a situation in which the short pins which are press fit to hold the universal joint together can become loose and dislodge. In this subset the universal joints can become disconnected. For the purpose of MDR reporting, the april 3, 2025 meeting serves as awareness this complaint was more associated with a component issue and less associated with patient non-compliance. As an outcome from the meeting, a health hazard evaluation was initiated to assess patient impact and the decision was made to open a CAPA to document and further investigate the cause and identify corrective action.